Event description:
The customer reported that during a procedure, the system locked up. No pt injury was reported.

Manufacturer narrative:
The system is now located in a unit off site. The customer cancelled the service call. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.